Event description:
Following a diagnostic catheterization, the physician successfully closed the arteriotomy with the closer tsl6 fr. Device. Approx two weeks later, the pt presented with a knot in groin area which was suspected to be a pseudoaneurysm. An ultrasound was negative and the pt was sent home. Two days later the pt re-presented with oozing from the site. The pt was admitted and started on IV antibiotics. A culture was positive for staph. The infected tissue was surgically removed from around the artery; no graft was needed. The pt was sent home with no complications.